Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable inr results for multiple patients with coaguchek xs plus meter serial number (B)(4) compared to an unknown laboratory method. The following results were done with strip lot number 45391813. On (B)(6) 2020, the result from the meter was 8.0 inr and the result from the laboratory was 5.3 inr. On (B)(6) 2020, the result from the meter was 5.6 inr and the result from the laboratory was 4.3 inr. On (B)(6) 2020, the result from the meter was 7.8 inr and the result from the laboratory was 5.9 inr. On (B)(6) 2020, the result from the meter was >8.0 inr and the result from the laboratory was 5.3 inr. On (B)(6) 2020, the result from the meter was 7.2 inr and the result from the laboratory was 4.8 inr. On (B)(6) 2020, the result from the meter was 4.6 inr and the result from the laboratory was 3.4 inr. On (B)(6) 2020, the result from the meter was 6.3 inr and the result from the laboratory was 4.2 inr. It is not clear what the strip lot number was for the following meter results. The meter result was 6.9 inr and the laboratory result was 4.6 inr. No date provided. The meter result was >8.0 inr and the laboratory result was 6.1 inr. No date provided. The meter result was 6.6 inr and the laboratory result was 4.8 inr. No date provided. The meter result was 5.2 inr and the laboratory result was 3.6 inr. No date provided. All comparisons were within 4 hours of each other and were all different patients. No patient information, or therapeutic ranges were provided.